Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified as the failure was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit did not reach the correct pressure setting even after pneumoperitoneum. The issue occurred during a therapeutic laparoscopy. The procedure was completed with the same device. There were no reports of patient harm.